Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on info provided by the foreign distributor. (B)(4). The following info concerning the evaluation of the device is a summary of the info provided by the foreign distributor to a carefusion technical support specialist in china. Per info provided by the foreign distributor, the most likely root cause in this event was a faulty gas delivery engine (gde). In addition the device was repaired by replacing the gas delivery engine with one from the foreign distributor's stock. On (B)(4) 2014 a replacement gas delivery engine was sent to the foreign distributor for them to replenish their stock. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for evaluation. As of (B)(4) 2014 the alleged faulty gas delivery engine has not been received. Should the gas delivery engine return for evaluation, a follow-up medwatch report will be submitted once the evaluation is complete.

Event description:
The following description of the event was copied from a warranty claim form submitted by the foreign distributor in (B)(4). "The unit can power on as normal, buzzer is ok, no speaker sound, when alarm happened, no sound alarm. Check the power supply, it is ok. Replaced with a good gde [gas delivery engine], the speaker sound can hear."